Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Advised insulin pump would be replaced. No additional information was provided.